Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained from non-vitros mas omni immune quality control (qc) fluids lot oim2703 when tested using vitros immunodiagnostics product tsh reagents on a vitros 5600 integrated system. A definitive cause for the higher than expected mas qc fluid results could not be determined. Based on historical quality control results for the vitros tsh assay, a performance issue is not a likely contributor to the event. Precision testing carried out on the vitros 5600 integrated system indicated acceptable instrument performance, and historical vitros qc fluid results were accurate and precise. Additionally, no evidence of any instrument malfunction was reported; therefore, an instrument issue is an unlikely contributor of the event but cannot be completely ruled out as contributing as precision testing at the time of the event was not performed. Handling, storage, and use of the mas qc fluids cannot be ruled out as contributing to the event. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lots 7190 and 7211.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected tsh results were obtained from non-vitros mas omni immune quality control (qc) fluids lot oim2703 when tested using vitros immunodiagnostics product tsh reagents on a vitros 5600 integrated system. Vitros tsh, lot 7190: mas qc level 1 results of 0.270, 0.237, 0.248, 0.242, 0.274 and 0.272miu/l vs. The expected result of 0.169 miu/l. Vitros tsh, lot 7211: mas qc level 2 results of 21.92 miu/l vs. The expected result of 16.85 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were from non-patient fluid and were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).